Event description:
The facility reports the lift arm came away from the pillar. The bolts had loosened and come out, leaving only one bolt holding the arm. This bolt sheared off, resulting in the lift arm falling. The patient suffered left hip and back pain.